Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the connectpoint and lighting system. The technician found that the set screws that prevent the connectpoint arm from rotating more than 320 degrees had been broken. User facility personnel likely rotated the arm beyond the tolerable limit with excessive force resulting in the broken set screws. The arm connects to the lighting system spindle with a threaded adapter. As the arm continued to rotate beyond 320 degrees, the threaded adapter became loose subsequently allowing the reported event to occur. The harmony connectpoint operator manual states (8-1), "warning - personal injury or equipment damage hazard: immediately discontinue use of the equipment if stop does not prevent full 360° rotation." The user facility does not have a steris service agreement; the user facility is responsible for all maintenance activities. The technician counseled user facility personnel on the proper use and operation of their connectpoint arm, specifically not rotating the arm beyond the tolerable limit. The user facility has requested that steris perform the necessary repairs.

Event description:
The user facility reported that the connect point of their harmony led surgical lighting system detached and fell during a patient procedure. No report of injury. A procedure delay was reported.

Manufacturer narrative:
On 2/26/2019, the technician replaced the adaptor, tested the unit, confirmed it be to operating according to specification, and returned it to service. No additional issues have been reported.